Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with monocef injection (2gm, once daily, intraperitoneal, discontinued after two days) and heparin injection (2000 iu, once daily, intraperitoneal, discontinued after three days) for peritonitis. Three days after the event onset, the patient was treated with monocef injection (5gm, once daily, intraperitoneal, ongoing) and heparin injection (5000 iu, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.